Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: a review of the pump black box data indicated evidence of short battery life in the form of a sharp voltage drop. During a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation. The pump was exercised, and all current draws measured within specifications. The pump case was removed and no intermittent conditions were found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.